Event description:
At the 2:30 feeding rn noticed feeding leaking from tube external to infant. Rn pulled tube from infant and found a hole at 17 cm mark. New tube inserted. There were actually three events with this product on three different pts. Lot number same for the first and second event. For the third event, the lot number is # 212060. No harm to pt. All product pulled and new product in house with no new issues.

Manufacturer narrative:
Investigations are still ongoing. The product lot # 212060 was manufactured according to specification. It was confirmed that tube lot number #212060 had a cut at the 35 cm mark that appeared to be made by a sharp tool. What could of caused the cut in the tube remains undetermined how and when the cut was made. We cannot confirm if cut was done during production, during transport or during handling at point of use. Upon conclusion of our investigation, a supplemental report will be provided.